Event description:
It was reported that an unspecified error message occurred. The patient reported an event with an unknown message on screen. On the morning of the event (B)(6) 2023, she compared her values between the cgm (continuous glucose monitor) and her glucometer. The bg (blood glucose) finger stick (bgfs) had been 136 mg/dl and the cgm was within specification. She used both her tandem t:slim insulin pump and her iphone as display devices. The sensor had been inserted in the abdomen. The patient has intermittent hypo-unawareness until her bg level becomes quite low and then she becomes symptomatic. She had been cleaning her house upstairs, and at approximately 10:30 to 11:00 am she realized she felt hypoglycemic and decided to go downstairs to get sugary coffee to drink. As she descended the stairs, she felt weak and off balance without warning. Her legs buckled, but she did not fall. She yelled for assistance from her daughter who had been sleeping upstairs and asked her to call ems (emergency medical services) and get her some food. She had a seizure and flashes of black in her field of vision but remained conscious. Her daughter helped her obtain a sugary drink and the patient also ate carbs to raise her bg level because she had no glucagon at home. The insulin pump display screen ¿did not show any dots,¿ and she was not sure what the display message was or how long she had not received any cgm values. Her bg meter was not close by. The fire department arrived 22 minutes later. At the time of their arrival, her bgfs was 35 mg/dl, and she had started to feel better. A short time later a second bg fs by ems was 200 mg/dl. She did not know if the message displayed was to wait 30 minutes for a cgm value, or something else. According to her review of the phone app logs after she recovered, the cgm values had stopped at around 10:30 am. The only third-party treatment was by her daughter (oral carbohydrate), and the patient refused any medical intervention or to go to the hospital. After recovering at home for several hours she felt much better, and she called technical support to report the event and request a sensor replacement. At the time of the call with the medical safety register nurse on (B)(6) 2023, she mentioned she had limited locations for sensor placement on her abdomen due to several previous abdominal surgeries for a pre-existing medical condition (breast cancer treatment, double mastectomy, and reconstructive surgeries which included abdominal liposuction used in the reconstruction process). Although she also had extensive tattoos on her trunk, the sensor for this event had not been placed in one of those areas. She also had an abdominal mass on her lower stomach area which was unrelated to this event. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.